Manufacturer narrative:
Device available for evaluation this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint states intraoperatively the connection mechanism of rasp broke off. A complaint database search did not identify any anomalies. Conclusion: the broach carries signs of wear and tear through normal use. With provided information and product returned for inspection it can be determined that the root cause of complaint is wear and tear (as (B)(4)). The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Intraoperatively the connection mechanism of rasp broke off. Surgery time prolongation about 40 minutes. No patient harm at the moment.